Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold due to lead fracture. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.